Manufacturer narrative:
Manufacturing record was reviewed, there were no nonconformance related to this lot, therefore, supporting the device met material, assembly, and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: during a pci plus stenting, a piece of the guideliner v3 broke off, however, found and saved. Broken part is in a little container. Device professional alleges the device did not contribute to the event. No medical intervention reported. Multiple attempts have been made to receive additional information, however, no response has been received at this time. Ported: during a pci plus stenting, a piece of the guideliner v3 broke off, however, found and saved. Broken part is in a little container. Device professional alleges the device did not contribute to the event. No medical intervention reported. Multiple attempts have been made to receive additional information, however, no response has been received at this time.

Manufacturer narrative:
Product was returned for investigation. A manufacturing record review was completed and no related non-conformances were found. A returned product evaluation was completed. There was damage found along the shaft of the guideliner. The collar section showed signs of wire wrap. White flakes were received with the device. The white material particulate found and collected by the physician on the device was confirmed to be the same material as the pad print ink through an infrared spectroscopy analysis (ftir) of the unknown sample and a control sample of the ink. Through the analysis of the spectra, it was shown that the materials are highly likely to be the same. The guideliner shaft was intact and no section of the lumen was separated. The most likely root cause for the failure is manufacturing related. An internal non-conformance was issued to address this issue.